Event description:
Family member reported customer being hospitalized due to high blood glucose levels and dka. Customer has experienced several "no delivery" alarms. Troubleshooting was performed and pump appeared to be functioning properly.